Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that per medical records on (B)(6) 2002 patient presented with chief complaint of back and left leg pain. Review of neurologic system: hyperreflexic motor strength bilateral lower extremities. Dtr's symmetrical. No clonus. Down-going babinski. Negative straight leg raise. Good range of motion. No hip instability. No si pain on figure of 4 testing. No si instability. Intact distal pulses. Review of radiographs: review of MRI reveals multilevel degenerative disc including stenosis at 3-4 and 4-5 with annular tearing and htz zone on two level disc. On (B)(6) 2002 patient admitted with following diagnosis: ddd in l3-4 and l4-5. Patient underwent following procedure: posterior spinal fusion of l3 to l5; posterior lumbar interbody fusion of l3-4 and l4-5 with spacer; instrumentation of l3-l5; harvesting local graft, crest graft and bone graft. Pre-operative diagnosis: low back pain; herniated nucleus pulposus; sciatica; spinal instability; retained hardware from previous fusion. Operation performed: reexploration and fusion l3, 4 and 5. Removal of deep retained hardware l3, 4 and 5 bilaterally. Posterolateral fusion l3 to sl. Decompression and fusion l5-sl. Decompression much greater than normal diskectomy. Placement of interbody fusion device anteriorly between l5 and sl. Placement of pedicle screws l5-s1. Allograft and autograft at the interbody fusion and posterolaterally along with infuse bone graft material and tricalcium phosphate. Per-op notes: doctor remove the large herniated nucleus pulpous that was pressing upon both the s1 and l5 nerve root. They were able to decompress the nerve roots on the right side and then perform a peek spacer size 9 after distraction of the disc space and removal of the disc material and placement of autograft and tricalcium phosphate. They were then able to place the non-segmental fixation pedicle screws at l5 and sl posterolateral bone grafting was performed at l5-sl and this was continuous with the posterolateral bone graft and we performed from l3, l4 and ls. Rhbmp-2 was used for interbody fusion as well as in the posterolateral gutters along with tricalcium phosphate. Other implants used: bone graft, 6.5 x 45 reverse (2), 605 x 40 reverse (2), locking cap (4), 55 rod (1). On (B)(6) 2005 patient presented with complaint of increasing suicidal ideations and paranoia. Patient discharged with following diagnosis: major depressive disorder with psychotic features. Review of musculoskeletal system: minimal pain to palpation in the back, and the scar from his laminectomy. Straight leg raise is negative, although it does cause pulling in the back of his leg and back. Deep tendon reflexes are 2+ and bilaterally equal. Gait is normal. Review of neurologic system: the patient is alert and oriented. Cranial nerves are grossly intact. Deep tendon reflexes are 2+ and bilaterally equal in all extremities. On (B)(6) 2006 patient presented with low back pain. Review of musculoskeletal system: complains of back pain, joint pain, and stiff ness. Review of neurologic system: denies numbness/tingling in arms/legs, fainting, dementia: paralysis. Review of psychiatric system: complains of anxiety, depression.